Event description:
The manufacturer received information alleging that a fi02 sensor failure occurred on a ventilator. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was unable to duplicate the failure of the valve not working. The investigation finding did not uncover any details that would change or modify the risk of the device. Additionally this failure is covered, a new solenoid valve was replaced. No defects found, the solenoid valve function as designed.

Manufacturer narrative:
It was previously reported that the manufacturer received information alleging that a fi02 sensor failure occurred on a ventilator. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was unable to duplicate the failure of the valve not working. The investigation finding did not uncover any details that would change or modify the risk of the device. Additionally this failure is covered, a new solenoid valve was replaced. No defects found, the solenoid valve function as designed.

Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
The manufacturer received information alleging that a fi02 sensor failure occurred on a ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.